Manufacturer narrative:
Date of event was approximated to (B)(6) 2007, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implanting surgeon is: (B)(6). The revision surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted during a sling procedure performed on (B)(6) 2007. The patient had a gradually worsening stress urinary incontinence. She had a previous hysterectomy, and she had a positive marshall test in the office. Also, the patient had a very minimal cystocele and a moderate urethrocele. As reported by the patient's attorney, the patient had experienced an unspecified injury. On (B)(6) 2016, the patient underwent excision of urethral mesh sling. The patient experienced vaginal bleeding due to erosion of the mesh sling which was confirmed on vaginoscopy. Also, there was no bladder mesh seen on cystoscopy. Furthermore, exam revealed a 2 cm segment of exposed mesh in the right paraurethral space. Lidocaine 1% with epinephrine was injected circumferentially around the exposed mesh. A transverse elliptical incision was made around the exposed mesh. With traction held on the mesh, it was dissected free to the obturator membrane bilaterally and transected just medial to the membrane bilaterally. There was no urethral injury. The vaginal epithelium was reapproximated using a 2-0 monocryl in a transverse, continuous fashion. The vagina was copiously irrigated and good hemostasis was noted. Vaginal packing moistened with premarin was placed. The patient was taken out of lithotomy position and went to recovery room awake and in stable condition.